Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 26.6mmol/l with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the bolus totals do not match. The basal history matches the active basal program settings and the basal delivery totals in total daily dose match active basal program total. This report is being made due to the history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the total daily dose adds up correctly and reflects the users programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.